Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with a blood glucose reading of 500 mg/dl and ketones. The customer had changed the infusion set two days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The infusion set being used at the time of the event was an mmt-397, lot #9201755.